Manufacturer narrative:
A correlation of the device to the reported hemorrhagic stroke could not be determined through this evaluation. A full evaluation of the device could not be conducted because the system was not returned to the manufacturer for analysis and an autopsy was not performed. A review of the device history record revealed that the device met applicable specifications. The instructions for use list stroke and bleeding as potential adverse events associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a hemorrhagic stroke. According to the vad coordinator, the patient outcome was not device or therapy related. The lvad was reported to be functioning as intended. The patient's international normalized ratio (inr) was within normal limits at 2.5. It was noted that the patient had a possible pre-disposition to bleeding (history of multiple nose bleeds). No alarm for the event was reported. No additional information was received.

Manufacturer narrative:
Approximate age of device - 10 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.